Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the rotation tab is slightly bent. The returned sample appears used as there is biological material present on the device. No other defects or anomalies were observed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. No clip fired. The trigger was engaged several more times with no clips firing. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that both jaws had slightly bent jaw legs. The sample was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Other remarks: the reported complaint of "clips jamming" was not confirmed based upon the sample received. One device was returned. The device was returned with 0 clips remaining which is why the reported complaint issue could not be confirmed. However, the device was found to have broken internal ratchet ears, a bent rotation tab, and bent jaw legs on both jaws which could affect the end user's ability to properly load and apply clips. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the autoend05 with no evidence to suggest a manufacturing related cause. Although the reported complaint issue could not be confirmed since no clips were returned in the device, the broken internal ratchet ears along with the bent jaw legs and rotation tab c ould cause issues with the loading of the clips. Therefore, based upon the observed damage, operational context caused or contributed to this event. No further action will be taken.

Event description:
The clips would not load correctly and clips jammed with 4 clips before it would clip again 8 clips were wasted. There was no patient injury.

Manufacturer narrative:
(B)(4). A visual nor functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Verification of failure mode reported in the current manufacturing process could not be performed since the product was not being manufactured at this time. The device history review the product auto end05 ml, lot #73h1600583 investigation did not show issues related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the sample is not available is not possible to determine the source of the defect reported. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
The clips would not load correctly and clips jammed with 4 clips before it would clip again 8 clips were wasted. There was no patient injury.